Event description:
It was reported that the 9800 system locked up and would not fluoro during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation.